Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the third inflation at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. A visual and microscopic examination was performed on the returned wolverine device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located approximately 1mm proximal to the proximal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the catheter. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the third inflation at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.